Manufacturer narrative:
The lead was not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was oversensed, resulting in the storage of inappropriate nonsustained ventricular fibrillation (vf) and ventricular fibrillation (vf) episodes. No inappropriate therapy delivery or inhibition of pacing were reported. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.